Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No audio alert anomaly noted. Unit received with the audio alert functioning properly. Pump error 63 alarm (variable 3) confirmed in the pump history due to broken traces on u1 keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump audio alarms on pump did not come through anymore. Customer¿s blood glucose level was unknown at the time of incident. Customer was assisted with self test and hardware low level failure alarm occurred. The insulin pump will be returned for analysis.